Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx drug-eluting stent was implanted in the lad. Approximately 10 months post procedure the patient suffered nstemi and was treated with medication and pci. The patient recovered. Investigator assessed that the event is possibly related to the device but not related to the antiplatelet medication.

Manufacturer narrative:
The cec adjudicated the mid lad to indicate location for the mi, however cec defined as not an event. If information is provided in the future, a supplemental report will be issued.